Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an angioplasty procedure involving one resolute integrity coronary drug-eluting stent, the stent deformed in vivo. Damage to the mesh was observed during insertion of the stent. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the left coronary artery was bifurcated. The left main artery showed significant stenosis with 70% at its origin. The left anterior descending artery was long, type IV, and presented a severely calcified segmental stenosis with 90% at it origin extending to the mid-portion. The first diagonal branch had a good caliber, showed significant stenosis with 80% at its origin with a good distal bed. The circumflex artery had also a good caliber, showed significant stenosis with 90% at it origin which compromised the origin of the first marginal branch. The first marginal branch had a good caliber and presented significant stenosis with 90% both its origin and mid-portion. The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent did not meet the visual acceptance criteria. Deformation was observed on the proximal stent wraps, with struts raised. Additionally the stent was observed to have displaced distally and was no longer positioned between the marker bands. Crimp impressions were visible on the exposed balloon surface, proximal of the displaced stent. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Additional information: there was significant obstruction at the left coronary artery origin. The circumflex artery had severe calcified obstruction as its origin. The first marginal branch had severe obstruction as its origin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.